Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that following a fall, the stim felt like it was it was activated constantly down the leg, nerve, and everywhere else. The patient (pt) also indicated a burning sensation, and stated it kept them awake at night and they could notget comfortable. The pt tried decreasing stim, which did not help but had not tried turning stim off. The pt noted they had to call their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.